Manufacturer narrative:
During follow-up, additional information was received as follows: there was a 14-degree misalignment. The physician went straight to explant due to spherical equivalent error on the calculator. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted and replaced due to refractive surprise with iol rotation in the right eye. The degree of rotation was not provided. There was no need for incision enlargement, vitrectomy, or sutures. There was no patient injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/11/2017. Device returned to manufacturer? Yes. The product was received for investigation and visually inspected. Visual inspection with the unaided eye shows the product was cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.